Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a maxforce tts balloon dilator and an alliance inflation syringe were used during an esophagogastroduodenoscopy (egd) procedure (event date, and patient age, gender, and weight are unknown). According to the complainant, the balloon did not appear to inflate to the largest size as indicated by the labeling, and during the procedure, the balloon popped before it was fully inflated. The account confirmed there was no malfunction of the alliance inflation syringe used during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed; the cause of the reported malfunction is undetermined. Attempts to gain further information have been unsuccessful to date. However, if any further relevant information is identified, supplemental medwatch will be filed.

Manufacturer narrative:
Patient age - patient is (B)(6).

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a maxforce tts balloon dilator and an alliance inflation syringe were used during an esophagogastroduodenoscopy (egd) procedure (event date, and patient age, gender, and weight are unknown). According to the complainant, the balloon did not appear to inflate to the largest size as indicated by the labeling, and during the procedure, the balloon popped before it was fully inflated. The account confirmed there was no malfunction of the alliance inflation syringe used during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.